Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient was not using the lifevest because it was cutting into his skin. The patient discussed the issue with his doctor and it was decided to stop using the lifevest. It is unclear if removing the device due to the irritation was the patient's decision or a medical recommendation. During follow-up, it was reported that the irritation was much better.